Event description:
The implant card was received which confirmed the generator replacement surgery on (B)(6) 2012 was due to prophylactic reasons. The lead impedance following surgery was reportedly okay.

Event description:
A physician's office reported that a pt indicated that he was having an increase in seizures, and the vns output current was increased approx one to two weeks prior which did not help his seizure control. The generator was reported to not be at end of service, but the pt was being referred for prophylactic generator replacement due to the increase in seizures. The physician's office later reported that the pt was seen in the clinic on (B)(6) 2012, and there is no record of when the increased seizures were first noted, but it was believed to be sometime in (B)(6). The pt adjusted his anti-epileptic medications himself, and it is unk what specific changes were made. The increased seizures are believed to be attributed to decreased battery strength, per the physician. The relationship of the increased seizures to pre-vns baseline is unk. No causal or contributory programming or medication changes precede the onset of the increased seizures. The pt's settings were recently increased, but the exact date is unk. Prior to the increase, the pt's settings remained the same for quite some time. The pt had prophylactic generator replacement surgery on (B)(6) 2012. The generator was returned to the MFR, but product analysis has not been completed to date.

Manufacturer narrative:
The initial report inadvertently stated that the patient had generator surgery on (B)(6) 2012, but the date of surgery was (B)(6) 2012. The correct date was reported correctly in the initial report.

Event description:
The return product form was received which indicated that the reason for generator replacement on (B)(6) 2012 was prophylactic with eri=no. No additional information has been received, and product analysis for the generator has not been completed to date.

Event description:
The patient had prophylactic generator replacement surgery on (B)(6) 2012. Product analysis for the patient's explanted generator was completed and approved on (B)(4) 2012. Product analysis revealed no abnormal performance or any other type of adverse conditions with the device. The explanted generator performed according to functional specifications.